Event description:
It was reported that two months after the stent was implanted the stent was covered in calculus and could not be removed. The patient underwent an additional surgical procedure to remove the stent. Additional information has been requested but not yet received.

Manufacturer narrative:
The sample was received with light encrustation on the surface of the stent. The surface of the stent was inspected under magnification for any condition or visible defects which could have caused or contributed to the reported event and no discrepancies were observed. A review of the device history records for the reported lot number did not show any problems or conditions that would have contributed to the reported issue. The labeling and instructions for use states: "urethral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors. When long term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device."(B)(4).